Manufacturer narrative:
(B)(4). The customer reported that the display goes black when turned to the on position. The device was evaluated by a philips field service engineer. The symptom was verified. Multiple parts were replaced to resolve the issue. We cannot determine the cause of the failure as multiple parts were replaced.

Event description:
The customer reported that the display goes black when turned to the on position.